Manufacturer narrative:
Calibration was last performed on 12-oct-2022. The qc results provided were outside of 2 standard deviations. No issues were identified during a review of the alarm trace data. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas 6000 e 601 module. The initial result was 0.150 ng/ml with a data flag. This result was reported outside of the laboratory. The sample was repeated twice with results of 0.012 ng/ml and 0.010 ng/ml. A corrected result of 0.012 ng/ml was reported outside of the laboratory. The troponin t hs stat reagent lot number was 596372 with an expiration date of 31-mar-2023.

Manufacturer narrative:
Routine preventive maintenance was performed, internal and external cleaning was performed, mechanical parts were lubricated, the sensors were cleaned and performance testing was completed. Qc was acceptable.